Event description:
Healthcare professional through distributor reported rupture and capsular contracture baker grade iii. Surgical intervention: removal en bloc. This record is for the right side. The device has been explanted and it's unknown if replaced. The device will be returned.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture and capsular contracture, baker grade iii.

Manufacturer narrative:
E1. Phone number continued: (B)(6). Device evaluation: per the analysis performed, the assessments of the complaints and any potential manufacturing issue are displayed along with any further actions required: rupture: observed an opening and broken device through microscopic inspection assessed as fold flaw opening and missing piece of shell assessed as inconclusive. No further actions are required as it is not related to the manufacturing process. Capsular contracture: unable to observe through visual inspection as it is a physiological phenomenon. None of the other observations performed during the device analysis (creases, non penetrating nicks and wear abrasion) are found to be potentially related to the manufacturing process, and, therefore, no further actions are required for these observations.

Event description:
Healthcare professional through distributor reported rupture and capsular contracture baker grade iii. Surgical intervention: removal en bloc. This record is for the right side. The device has been explanted.